Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented in clinic with pocket erosion. The implantable cardioverter defibrillator was explanted and replaced. The patient was fine before, during and immediately after the procedure.